Manufacturer narrative:
Report number: 1038671-2024-04310. This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The revision reported was likely the result of prosthesis wear and patient conditions, which led to the reported pain and stiffness. Additionally, inclusion of the polyethylene components in the packaging recall may have also contributed to the reported revision. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: (B)(6), 234-03-03 - optetrak asy, ps cemented femoral, sz 3; (B)(6), 204-04-33 - trapezoid tibial tray sz 3f/3t; (B)(6), 200-02-29 - three peg patella 29mm.

Event description:
It was reported via legal documentation that approximately 183 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, decrease in joint function, stiffness; small effusion with minor proliferative synovitis, age appropriate patella wear, minor medial poly wear; minor patella/femoral osteolysis; moderate, contained tibial osteolysis centrally; arthrofibrosis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and patient conditions, which led to the reported pain and stiffness. Additionally, inclusion of the polyethylene components in the packaging recall may have also contributed to the reported revision. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. Additional information: h6 clinical code and h6 component code.